Manufacturer narrative:
Date of event: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. The reported lens damage is being submitted under vmsr reporting. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and explanted due to haptic breaking. There was patient contact. Through follow-up, it was clarified that the lens was removed and replaced during the same procedure. The incision was enlarged 0.2mm, however, sutures and a vitrectomy were not required. There was no patient injury. The surgery was completed successfully using a non-johnson & johnson replacement lens. No other information was provided. A separate report will be filed for the lens damage under vmsr report.

Manufacturer narrative:
Corrected data: upon further review it was noted that in the initial MDR, section h6: device code 1069 was inadvertently not included; therefore, it is captured in this supplemental report: section h6: device code 1069- lens damage. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.